Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had an image that was reddish. This happened during preparation/prior to sedation for a therapeutic electronic laparoscopic surgery procedure that was completed using a similar device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image is interfered and corroded in the insertion tube a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image is reddish and interfered is caused by a component failure of uc sheath should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.